Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that the customer answered "yes" to "are you aware of any events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module?" There was no reported patient impact.